Event description:
It was reported that the user experienced a low blood glucose event to 52 mg/dl while using the pump, after which glucose began to rise, and the user expressed dissatisfaction with perceived frequent lows and requested to return the pump. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and recovery within less than one hour without hospitalization. Investigation included complaint intake and troubleshooting with education. Investigation of this case revealed that the cause of the hypoglycemia was unclear, and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.